Event description:
The patient reported experiencing sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the patient's device is not functioning. The patient's device was explanted. The patient was reimplanted with another cochlear device.